Manufacturer narrative:
It was reported that there was a patient safety concern identified due to a disposable circumcision kit instrument breaking during a procedure. There was no harm to the patient. There were no reports of death, serious injury, medical intervention, or follow up care. It is unknown which component in this kit broke. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
There was a patient safety concern identified due to a disposable circumcision kit instrument breaking during a procedure. There was no harm to the patient.